Event description:
Health care professional reported homepatient was fluid overloaded after using the homechoice cycler for tidal peritoneal dialysis therapy. Health care professional reports home patient was admitted to the hosp 10/6/98 primarily for diabetic coma, however, was also fluid overloaded. Home patient was treated for diabetic coma and fluid overload while hospitalized, and was released on 10/8/98. During hospitalization, home patient was dialyzed and given lasix to remove excess fluid. Health care professional states home patient was confused prior to diabetic coma, and did not take insulin for diabetes on 10/3/98 or 10/4/98. Health care professional "feels" fluid overload in related to home patient's confusion, home patient may have accumulated fluid after repeatedly bypassing "low drain" alarms. Health care professional does not attribute homechoice cycler to hospitalization or fluid overload.